Event description:
It was reported that the ilet¿s cartridge and connector became stuck in the pump chamber, requiring prying with a screwdriver to remove, after which the user experienced persistent leaking in the chamber and accelerated insulin consumption necessitating twice-daily cartridge changes despite reported insulin needs being low. Symptoms included no reported adverse clinical effects and no changes in blood glucose control. Outcomes included no medical intervention, no hospitalization, and continued therapy with the cgm as usual. Investigation included remote troubleshooting and user education that verified correct supply change steps, along with shipment of a replacement device and instructions for data sync and return of the original unit. Investigation of the returned device revealed a chamber integrity issue consistent with a connector/cartridge removal event leading to leakage, aligning with a device component problem involving the cartridge-connector-chamber interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.